Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was a speaker malfunction. The device was in use for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.